Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was absence of beeps. The customer's blood glucose was unknown. The settings was correct and no beeps by self test. The customer was advise to increase audio volume. Sound was turned off. The customer was advised to turn on sound and monitor insulin pump. The insulin pump will not be returned for analysis.